Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and simulated use testing was performed. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record and complaint database could not be reviewed as the lot of the returned unit was not confirmed. Corrective actions are in place.

Manufacturer narrative:
One device was returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The user reported that the purchased drip chamber in their kit is running out of contrast before the bottle is empty. No air was injected into the patient.